Manufacturer narrative:
(B)(4). The customer reported that the device freezes during operational check when they press the charge button. This occurred during testing, there was no pt involvement. The site biomed confirmed the failure. The philips response center assisted the customer in localizing the issue to corrupt software. The customer was advised to reload the software on the device to resolve the issue. The customer ordered software to resolve the issue.

Event description:
The customer reported that the device freezes during operational check when they press the charge button. This occurred during testing, there was no pt involvement.